Event description:
A report was received that the patient was experiencing difficulty charging. The physician drained the area around the ipg but the patient was still not able to charge. The patient was instructed to continue to try and charge. The patient later confirmed that the issue was resolved.

Event description:
A report was received that the patient was experiencing difficulty charging. The physician drained the area around the ipg but the patient was still not able to charge. The patient was instructed to continue to try and charge. The patient later confirmed that the issue was resolved.

Manufacturer narrative:
Correction to initial MDR in field patient code.